Event description:
It was reported by the customer the device can't do self-check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.